Manufacturer narrative:
(B)(4); a revision was later performed to replace the current subcutaneous implantable cardioverter defibrillator (s-ICD) with a newer model supporting improved sensing architecture. It was additionally decided to reposition the chronic electrode to the opposite side, as an attempt to improve defibrillation conversion results. The electrode was damaged during the revision attempt, as removal proved challenging due to muscle fusion. A new electrode was successfully placed (left sided) and connected with the new a219 device. The physician partially closed the pocket and attempted to optimize via dft analysis. Ventricular fibrillation (vf) was induced and sensed appropriately; 65j shock delivered, however failed to convert. Cardioversion was successful with an external shock. Post shock pacing was evident but at this point the patient exhibited no cardiac output. The patient then went into vf and the device sensed and attempted a charge; however was sensing/charging electively aborted in favor of another external shock. The external shock failed to convert and additional medical intervention was required. A total of six external shocks were delivered to return the patient's rhythm. The patient currently is in the intensive care unit. A decision was made to electively deactivate the newly implanted sicd system, until complete stabilization. If the explanted subcutaneous implantable cardioverter defibrillator (s-ICD) is returned for analysis, this event will be further updated.

Event description:
Boston scientific received information that during a follow-up interrogation due to a system shock the previous evening, inappropriate therapy was confirmed as well as an inappropriate nonsustained episode. Both episodes appeared to show noise signals and the patient reported only hand washing, during the time of the inappropriate therapy. Device data was sent to boston scientific's technical services (ts) for review and programming recommendations. The ts evaluation confirmed noise signals due to myopotential and t-wave oversensing on the date of the device shock. The previous untreated episode exhibited similar findings. Reprogramming options with the recommendation to evaluate settings with postural changes were provided by the ts consultant. To date, this device remains implanted and in service with no reported changes. Subsequently, the patient was reportedly walking down a flight of stairs at which time shock therapy was again delivered. The patient reported being asymptomatic and was seen for additional consult regarding performance recommendations. The patient has a unspecified genetic syndrome, complex morphology/etiology and is currently on the national heart transplant registry. The system has been reprogrammed to single tachy zone detection so as to reduce inappropriate oversensing. Current considerations for an electrode revision and a device upgrade (emblem MRI) under review as potential options while the patient waits for a transplant notification. All efforts are being made to avoid any transvenous implants due to future transplant.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up interrogation due to a system shock the previous evening, inappropriate therapy was confirmed as well as an inappropriate nonsustained episode. Both episodes appeared to show noise signals and the patient reported only hand washing, during the time of the inappropriate therapy. Device data was sent to boston scientific's technical services (ts) for review and programming recommendations. The ts evaluation confirmed noise signals due to myopotential and t-wave oversensing on the date of the device shock. The previous untreated episode exhibited similar findings. Reprogramming options with the recommendation to evaluate settings with postural changes were provided by the ts consultant. To date, this device remains implanted and in service with no reported changes.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The allegation from the field was not confirmed or duplicated during testing and detailed analysis.

Event description:
Subsequently, the device was returned for analysis.